Manufacturer narrative:
H6; code 100: cut in the distal portion of the balloon. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had become cut during surgery, making the instrument non functional. The instrument was received with a cut in the distal portion of the balloon which was approx 330 degrees from the stopcock position and was 1/8" in length. The instrument would not function as designed due to a cut in the balloon. No conclusion could be reached as to how the balloon had become cut. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continously improve co's products.

Event description:
During an unknown procedure, it was reported by the rep. The "balloon busted". There was no consequnece to the pt.